Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Based on this investigation, it is believed that the root cause of this failure mode is a combination of a poor technique in using the arbor press for applying the mag rotor assembly into the separator and the dimension of the bearing pocket in the magnet housing. Corrections are being investigated as it relates to the arbor press to ensure consistent assembly of the bearing and the magnet rotor. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 7, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added expiration date) g4 (date received by manufacturer) g7 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 11, 3331, 4114, 170, 23) method code #1: 11 - testing of device from same lot/batch retained by manufacturer method code #2: 3331 - analysis of production records method code: #3: 4114 - device not returned results code:170 - manufacturing process problem identified conclusions code: 23 - manufacturing deficiency the complaint sample was not returned for the complaint investigation, so a thorough investigation could not be performed. A retention sample from the same product code and lot number was inspected with no visual anomalies noted. The unit was setup in a saline circuit with a sarn drive system and a sorin drive system with a terumo cp adapter. While pumping with the sarns system and the sorin drive, the pump exhibited no unusual noises. Research of production records showed that mold maintenance was performed to improve the dimensional tolerance of the molded components and associated bearings. This maintenance was performed after component production for the affected sample, this preventive maintenance and mold modification improved the bearing/housing interface with improved tolerances. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the centrifugal pump made a rattling noise. No known impact or consequence to patient. The product was not changed out. The surgery was completed successfully.